Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to verify the stated issue. Data logs were collected and the unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the roller pump monitor went blank. The product was not changed out, instead they used the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist had a 6 inch roller head lose pixel display on the local pump information display. The ccm was still available, along with local control of the 6 inch roller head. The perfusionist did not change the roller head out during the procedure, he continued the procedure using the ccm controls. The incident did not delay the surgical procedure. The patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly with no loss of display.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2017 the pump logs shows many pump started, pump stopped events. This is likely where the display was off so the user could not tell from the local display if the pump was started. There is no indication of a display problem in the log so it's likely only the display was off and the pump was still otherwise functional. The service repair technician (srt) could not duplicate the reported complaint. The small display assembly was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.